Event description:
I received my recalled dreamstation replacement which has 10,000 hours of use on it and mine only had 600 hours of use and was only 1 month old prior to recall. This is unacceptable to me ! They basically told me tough "profanity" and hung up on me. Plus I waited 14 months for a replacement and had to buy myself a new CPAP so I could have one to use till I waited for replacement since. I have a (B)(6) dollar loss out of my pocket because of this companies negligent practices. FDA safety report ID # (B)(4).